Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6), 2011 alleging that the pump's iob (insulin on board) reading was always "0". At the time of the call the patient reported obtaining a message of "high" (blood glucose greater than 600 mg/dl) on the morning of (B)(6) 2011 after starting insulin therapy with new pump. The patient denied developing symptoms of nausea or vomiting; however, confirmed having shortness of breath and feeling very tired. The patient treated the high bg with a bolus via the pump. At the time of the call, the patient reported her bg was back down to 130mg/dl. Review of pump settings revealed that the subject pump's iob feature was not turned on. The patient informed customer support that she independently programmed the subject pump on the evening of (B)(6), 2011. During review of pump history customer support also noticed that the basal rate for (B)(6) 2011 was "0" and her bolus for same date was 35.05 units. The patient confirmed she had not programmed her basal rate into the pump. Customer support confirmed the pump gave basal rate empty warnings. During call, the patient was advised on how to turn iob feature to on. The patient did not know what her basal rates are and was advised to contact her endocrinologist to obtain them. After review of subject pump, customer support determined the pump was working adequately and no product defect was identified. This complaint is being reported because the patient reportedly signs/symptoms suggestive of serious injury while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error. At the time of troubleshooting it was discovered that the patient failed to program her basal rates into the subject pump and ignored the basal rate empty warnings until the morning of (B)(6) 2011.

Manufacturer narrative:
Patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings: the pump black box contained no information from the time of the reported event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A 10 unit bolus was performed and the insulin on board feature correctly had 10 units in the iob. No delivery or complaint related defects were found during testing.